Event description:
The complainant reported that the implanted impella cp pump lost its optical signal during support after 25 days of use. The signal loss did not result in any harm or injury to the patient. The clinical team was aware that the pump had been used beyond its indicated duration. The following day, the patient was successfully bridged to a left ventricular assist device.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation, and the data log was not provided. The provided clinical image shows that the pump outlet cage was cut down, and a larger purge gap was observed. According to the clinical details, a placement signal issue was reported before end of the case run. The pump was not removed during this placement signal issue. The root cause of the optical signal issue issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.